Event description:
According to the reporter, during a laparoscopic gastric bypass, when proceeding with the first shot of the stapler to the stomach, when entering the cavity, the stapler did not fire. The reload remained completely close and cannot be reopened. The surgeon was able to press the green button. Only the handle was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.